Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received four inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks due to atrial fibrillation (af). The ICD had withheld therapy appropriately on at least twenty different events. This specific event went for forty minutes and correctly withheld therapy until patient had a brief run of nine ectopic that were zero percent correlated to rid template and therapy was delivered. The patient was back in sinus rhythm once hospitalized. No programming changes will be made to the device as the device made the correct withhold of therapy decision until the ectopics occurred. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received four inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks due to atrial fibrillation (af). The ICD had withheld therapy appropriately on at least twenty different events. This specific event went for forty minutes and correctly withheld therapy until patient had a brief run of nine ectopic that were zero percent correlated to rid template and therapy was delivered. The patient was back in sinus rhythm once hospitalized. No programming changes will be made to the device as the device made the correct withhold of therapy decision until the ectopics occurred. No additional adverse patient effects were reported. This ICD remains in service. Additional information was provided on 04aug2022, it was reported that the patient with this ICD received 22 inappropriate shocks. The patient mentioned that the hospital staff changed the device setting. Boston scientific technical services referred the patient to contact and follow-up with their healthcare professional. No data was provided for review and the patient is not in latitude. No additional adverse patient effects were not reported. This ICD remains implanted.